Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the physician treated the patient for a type ib and ii endoleaks by relining with afx and ovation ix devices on (B)(6) 2019. It was noted that the ovation ix (proximal) extender devices were used in the patient's iliac; this in addition to the use of afx with ovation devices is off-label. Reference MFR. Report # 2031527-2019-00221 for report to this event. Another eight (8) months later, the patient presented at routine follow-up with a type iiia endoleak and partial component separation in the left iliac. The physician will continue to monitor the patient who is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak between afx2 bifurcated stent graf left limb and ovation limb extension was confirmed. The contributing factors for the distal limb type iiia endoleak was most likely user related due to the off-label concomitant use with products outside the IFU. The partial component separation was unconfirmed. The procedure related harms for this complaint could not be determined. The final patient status was reported being monitored. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.